Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. At the time of report tandem technical support trouble shot the active alarm and determined there was a blockage in the cartridge. Ultimately, due to the ongoing alarms the pump was replaced, and the customer reverted to an alternate method of insulin therapy.